Manufacturer narrative:
The femoral impactor head broke at the point where the head attaches to the impactor handle. The surgery proceeded w/o incident. Eval of the returned device indicates that there is a specified radius missing at the bottom of the connection post where the fracture occurred.

Event description:
The femoral impactor head broke at the point where the head attaches to the impactor handle. The surgery proceeded w/o incident.